Manufacturer narrative:
Registration number (B)(4).

Event description:
Per the clinic, the patient reported an infection at the implant site and subsequent abutment removal on (B)(6) 2019. The patient is being clinically managed by the treating health care provider.